Event description:
The customer reported via phone call experiencing low blood glucose levels. The customer's blood glucose was 39 mg/dl. The customer note that this had occurred about 1 month prior to the call and that the insulin pump had not registered the low blood glucose because she still had to measure the sugar. The customer also noted that the insulin pump alarmed calibration error and that she experienced some occasions in which the sensor readings were inaccurate.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.